Event description:
It was reported that the device battery voltage was at or below recommended replacement time (rrt) but the device was not showing an alert. Also, the device was being monitored closely due to anticipated rrt and there was concern that the device was ¿hanging on¿ for so long and that the displayed battery voltage was deceptive. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Also, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device battery voltage is not yet at elective replacement indicator (eri). This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 4469 competitor implantable pacing lead (B)(6) 2009; 419678 implantable pacing lead (B)(6) 2009. (B)(4).